Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that patient has photorefractive keratectomy procedure on (B)(6) 2018 and presented post op with superficial punctate keratitis in both eyes and was given steroids treatment. Pre-op bcva (B)(6) 2018: right eye pre-op 20/20 +2 -6.00 add +1.00, left eye pre-op 20/20 -6.00 add +1.00. Post op bcva from (B)(6) 2018: right eye post-op 20/20 -1.75 x .75 x 70. Patient underwent enhancement treatment in right eye on (B)(6) 2018 and presented 1 day post op with blurry vision, foreign body sensation and irritation. At 2 days post op reported pain, burning sensation, discomfort and light sensitivity. On (B)(6) patient reported her vision is still blurry and worse since the 1 day post enhancement. Post op bcva from (B)(6) 2018: right eye post-op 20/20 -1.50 sphere.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.